Manufacturer narrative:
H4: the lot was manufactured between august 16, 2022 - august 17, 2022. H10: the device was received for evaluation. Visual inspection was performed and a black mark was observed embedded in the material of the luer. Alcohol solution was used to remove the black mark, however the mark was not able to be removed which indicated the mark was embedded within the material of the luer. The black mark was not in the fluid pathway. An ftir test was attempted, but the embedded black mark was insufficient to produce visible signals on the ftir spectra. The reported condition was verified. The cause of the black mark was related to the manufacturer of the luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black scar outside the luer adapter during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.